Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The device's peep on display did not match the setting on the ventilator and the device failed the pressure transducer test during the pre-use check (puc). Our field service engineer (fse) investigated the unit on-site and confirmed the reported issue with the failed pressure transducer test. To resolve the issue the fse replaced the expiratory channel printed circuit board (pcb) and both pressure transducer pcbs, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the failed pressure transducer test and during the puc. The pressure transducer pcbs and the expiratory channel pcb were returned for further investigation. Visual inspection of the returned pcbs revealed no abnormalities. The parts were then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the puc. After passing puc, ventilation was performed successfully for 10 days without generating any alarms or errors and peep setting was working correctly. After ventilation, several pucs were performed and all of them passed. The zero pressure voltage was measured on the returned pressure transducer pcbs and revealed no significant offset drift. When measuring the wheatstone bridge on the sensors, no significant imbalance was found. A microscopic investigation shows that the pressure sensor membrane was free from dirt, particle or debris. Our conclusion is that the device failed to meet its specifications, and that the replaced pressure transducer pcbs were most likely the cause of the reported issue. During the investigation of the returned parts, the reported issues could not be reproduced. Nevertheless, based on the review of the available data and analysis of the device logs, it remains plausible that the returned pressure transducer pcbs were indeed the source of the problem and probably not the expiratory channel pcb. The pressure transducer pcbs are part of the pressure measurement system in the ventilator, they are mounted over the expiratory channel pcb, a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.